Event description:
PICC line broke where the catheter meets the heart of the line. It is believed that the tubing possibly got caught while the infant was being moved. There was no injury to the infant.